Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated loci high-sensitivity troponin I (tnih) results obtained from one patient processed on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated loci high-sensitivity troponin I (tnih) results were obtained among sequential samples drawn from one patient processed on a dimension exl 200 system. One of the falsely elevated results was reported to the physician(s) who questioned the result. The same samples were reprocessed on the same dimension exl 200 system and lower tnih results, considered correct, were obtained. A corrected report was issued for the sample which had been reported. The lower reprocessed results for the falsely elevated samples were consistent with another sample result which was drawn from the same patient and processed on the same dimension exl 200 system on the same date. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Additional information (24-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc observed an additional correct result of 71.25 pg/ml obtained for the same patient on (B)(6) 2022 under the sample ID (B)(6) on the same dimension exl 200 system s/n (B)(6). Quality control results were within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension exl 200 system and loci high-sensitivity troponin I (tnih) assay were performing acceptably. The event is consistent with a sample integrity issue, however integrity issues cannot be confirmed. A potential product issue was not identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00231 was filed on 09-sep-2022.